Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on november 20, 2019. They noted that they did discuss and confirm information with the physician. It was reported that surgical intervention has been planned and will take place sometime in the summer of 2020. The rep confirmed that they would inform the physician of the manufacturer's request to return the explanted devices and will return them once they are available. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome and non-malignant pain. It was reported that the patient was seen for reprogramming after having new increased pain, impedances were checked multiple times, and lead 0-7 had all electrodes >10000 ohms and lead 8-15 had electrodes 11-14 >10000 ohms. An x-ray of the leads was taken by the physician, and it was found that the leads had migrated. The patient described a possible fall that may have led or contributed to the issue. The issues were not resolved at the time of report, and it was reported that surgical intervention was planned but had not been scheduled as the patient will discuss possible options with their physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They noted they did check with the physician for the requested information. It was reported that the cause of the high impedances and the lead migration were still unknown, but likely due to the fall the patient had experienced. It was clarified that surgical intervention was not yet planned, but rather the patient was waiting to discuss options with their family and their physician before making a decision regarding a lead revision. No further complications were reported or anticipated.